Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued. Attachment: [mw5073398.pdf].

Event description:
A healthcare provider (hcp) reported that the device was explanted on (B)(6) 2014 due to shocking. It was noted that hospitalization occurred. The diagnosis for use was gastroparesis. There were no further complications reported as a result of this event.